Manufacturer narrative:
Unit received with intermittent up arrow and act buttons due to flattened dome switches (no crease). No unlocked j2/lcdkeypad connector. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were hard to press. Blood glucose level at the time of the incident was 140 mg/dl. The customer also reported that the insulin pump was cracked near the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.